Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: the image disappears. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in txrx module, the image disappears. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed pink/green stripes and discoloration. The issue was found during set up before use. There were no reports of patient involvement.